Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Report 2 of 2. Customer contacted tsc to report false negative reaction with sample with a previous history of anti-e antibody. According to customer, pregnant female sample was tested on (B)(6) 2019 on vision analyzer using 0.8% surgiscreen lot# vss061 exp 01/29/2019 and claimed site got negative reaction for abs screen (this event, (B)(4)). Because of history for anti-e antibody, and titer request from physician, site normally repeats testing using tube method for confirmation and found 1+ positive reaction using tube method and a 3% screening cells lot with peg enhancement. Customer also repeated testing of sample using manual gel method and again no reactivity noted for abs screen. (Customer used the same lot # of screening cells and gel cards-see (B)(4)). Issue started on: (B)(6) 2019 (test date); reported (B)(4) 2019. Microtubes/wells or cell (donor #) affected: cell #2. Reaction grade obtained: neg. Customer was expecting: positive. Test repeated: yes. Method/result obtained by repeating: positive using tube method; negative on manual gel testing. Other relevant details: customer reports storing and testing mts gel cards and reagents according to IFU. Daily qc testing performed and acceptable. Troubleshooting: customer reports testing on mts anti-igg gel cards. Tsc discussion titers of antigen on donor cells and recommend if further could retest sample using manual gel method after diluting 3% rbc to 0.8% rbc concentration. Next action: customer agree and tsc will contact site. Tsc followed up with customer and was told with repeat test of sample after conversion saw "weak-1+" reaction in manual gel method. Customer also confirmed titer on sample for anti-e was "less than 1" using tube method. Customer agree that titer of antibody is low hence the negative reaction in gel. Customer is aware of the variation of e antigen and liss testing. Customer is satisfied that issue is related to sample. Only reporting incident for tracking and trending.